Event description:
The spouse of the home pt (hp) reported the hp experienced pain during drain while using the homechoice cycler for apd therapy. Follow up with the hp's family member reveals the hp was performing apd therapy with no diffculties until the end of drain 3, at which time the hp felt intraperitoneal pain. The hp's spouse relates that the hp stood up and walked around, however, the pain did not lessen. According to the family member, the hp then bypassed the remainder of drain 3 and therapy continued. The hp's family member relates the hp experienced pain again at the end of drain 4 and continued to feel pain until therapy advanced into fill 5. During fill 5, the hp no longer felt pain and therapy was continued to completion with no further difficulties. The hp's family member relates there was no pt injury or medical intervention as a result of this incident.